Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the items stored inside door pressed outward and prevented it from opening. The field service engineer assisted the customer in remote fix to recover storage space and repositioning the items to eliminate the obstruction. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.